Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. Additional analysis found that there was blood in/on the helix mechanism. (B)(4) the full lead was returned, analyzed, and no anomalies were found. Additional analysis found that there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant attempt, the physician was unable to implant the 4076 and 5568 leads, as they did not work physiologically. No patient complications have been reported as a result of this event.